Manufacturer narrative:
Device is a combination product. Age at time of event: 60-70's. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment and stent thrombosis and patient death occurred. The patient presented with acute coronary syndrome (acs ) and st elevation in inferior leads. After loading the patient with asa 325mg and prasugrel, the diagnostic angiogram showed no acute occlusion but a proximal right coronary artery (rca) lesion with likely a ruptured plaque which was considered the culprit lesion. Heparin was given during the intervention with an act = 250s. The lesion was not calcified and was pre-dilated. A 2.5x38mm promus premier¿ drug eluting stent was deployed (not up to the ostium). There were no issues with the sds balloon dilation and the deployment of the stent. The stent was post-dilated with a 3.0 balloon . Ivus showed that the vessel was larger than initially estimated and again post dilated with a 3.75 balloon. Repeat ivus now showed good apposition and control angio showed no lsd at this point in time but some haziness in the mid segment of the stent (thought to be due to a lesion prolapse at the initial site of the plaque rupture). To address this, an aspiration catheter was advanced but would not cross the stent and after encountering resistance, the catheter was pulled out again. At this point, the angiogram showed longitudinal stent deformation (lsd) at the proximal stent end of about 5-7mm. There was some decrease in antegrade flow, thought to be due to the haziness and potentially the lsd. First a smaller (2.5mm) and then a larger (3.75mm) balloon was used to post-dilate the stent and the angiographic result was good. Control imaging with ivus or oct was at first considered as well as deployment of an additional stent over the lsd, but both were finally not performed because the result seemed to be good. The patient was discharged to the ICU and 4-5 hours later complained of new chest pain with no significant changes on the EKG. This was treated conservatively with nitro which improved the symptoms. About three hours after this incident, the situation deteriorated with shortness of breath resulting in intubation and transfer to the cath lab. Fluoroscopy showed acute stent thrombosis which was treated with an aspiration catheter (again some resistance was felt when crossing) and 2 stents were deployed over the distal and proximal end of the initial stent. While the angiogram result was satisfactory, the patient did not recover and died about 6 hours after this second procedure.